Manufacturer narrative:
Evaluated one open/used reservoir. Performed pre-fill reservoir test . Found no leakage and no air bubbles anomaly during analysis. Checked o-rings/stopper groove for defects and none were found. Conclusion: no leakage when plunger was disconnected from reservoir, performed manual test and found plunger easy to release from stopper-plunger. Also ran basal, bolus leaking test : reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm insulin pump. Conclusion: reservoir do not leak and not air bubbles. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had leak and customer had hyperglycemia. Customer¿s blood glucose level was 465 mg/dl. Caller stated that she was ran into a situation shortly after changing a set where the sugars were rising, so she was changed the set and found that there was a leak. Customer stated that the reservoir was discarded. Customer stated that the location of the leak was on the bottom of the reservoir where the plunger. Customer stated that the reservoir had leak at past second o ring. Troubleshooting was performed for leak. The device will be returned for analysis.